Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has "no a/c power supply." The device was described as being in clinical use, but no adverse event to patient or user was reported.